Manufacturer narrative:
(B)(4). Results: (pending device evaluation). Conclusions: (pending device evaluation).

Event description:
An endurant stent graft system was inserted but not implanted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of implant was reported to have mild calcification and mild tortuosity, the aortic neck was 19 mm in diameter and 9.5 cm in length. The stent graft was advanced to the intended landing zone without issue. When the physician attempted to deploy the stent graft by turning the handle there was a loud cracking sound and the blue handle was spinning free. There were no abnormalities noted prior to use. There was no resistance during the rotating of the handle. The stent graft was not deployed the delivery system was removed from the patient. Another endurant stent graft was successfully implanted without issue. No clinical sequelae were reported and the patient is fine.

Event description:
The device evaluation has been completed for this case. Upon inspection of the delivery system, there was a break in the graft cover 31cm from distal edge of the graft cover; the break occurred at the graft cover bond. There was a gap between the vestamid and pebax sections of the graft cover that was 18 mm in length. The external slider was 18mm from the front grip. The thumbwheel rotated forward 3 mm. The heat affected zone was 10 mm on the proximal, vestimed graft cover while there was no heat affected zone on the distal, pebax graft cover section. There was no significant necking or elongation noted in this region. The rest of the device was unremarkable. The complaint was confirmed; the stent graft could not be deployed due to a break in the graft cover. The root cause of the event is potentially manufacturing related (failure of the graft cover bond).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.